Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker, constipation, seborrheic keratosis and hyperlipidemia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, cervicalgia, anemia, cyst of ovary, iron deficiency, adenomyosis, nabothian cyst, chronic cervicitis and menometrorrhagia. Concomitant products included lorazepam (ativan) for stress as well as cyclobenzaprine, ethinylestradiol;etynodiol diacetate (zovia), ferrous sulfate, ibuprofen, methocarbamol, naproxen, nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("bleeding :anemia"), psychological trauma ("psych injury"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (surgical removal of coil(s),total hysterectomy (uterus and cervix removed),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, iron deficiency anaemia, vaginal haemorrhage, fatigue, migraine and metrorrhagia had resolved, the abdominal pain was resolving and the psychological trauma, female sexual dysfunction, dyspareunia, mood swings, depression, anxiety, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, post procedural complication, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding, psych injury related to essure. Insertion details: right-3 coils, left-3 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: (per pfs):total bilateral occlusion (per mr):normal essure hysterosalpingogram with bilateral tubal obstruction. Imaging procedure - on (B)(6) 2010: result: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: prominent unilocular cyst left ovary as outlined above. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : pelvic pain, depression, menorrhagia, moods swings, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- metrorrhagia, post removal complication-yes. Reporter information were added. Seriousness criteria of event genital hemorrhage updated to non serious. Anemia coded as chronic blood loss anemia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker, constipation, seborrheic keratosis and hyperlipidemia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, cervicalgia, anemia, cyst of ovary, iron deficiency, adenomyosis, nabothian cyst, chronic cervicitis and menometrorrhagia. Concomitant products included lorazepam (ativan) for stress as well as cyclobenzaprine, ethinylestradiol;etynodiol diacetate (zovia), ferrous sulfate, ibuprofen, methocarbamol, naproxen, nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anaemia ("beeding :anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coil(s),total hysterectomy (uterus and cervix removed),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, dysmenorrhoea, menorrhagia, anaemia, vaginal haemorrhage, fatigue and migraine had resolved and the psychological trauma, female sexual dysfunction, dyspareunia, mood swings, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding, psych injury related to essure. Insertion details: right-3 coils, left-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: (per pfs):total bilateral occlusion. (Per mr):normal essure hysterosalpingogram with bilateral tubal obstruction. Imaging procedure - on (B)(6) 2010: result: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: prominent unilocular cyst left ovary as outlined above. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : pelvic pain, depression, menorrhagia, moods swings, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received. New events abnormal bleeding (vaginal), apareunia, dyspareunia, fatigue, mood swings, migraines / headaches, depression, mental anguish, weight gain were added. Lab data was added and updated. Concomitant drugs, concomitant conditions, historical drugs, reporter information, patient demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding),"), anaemia ("bleeding :anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding, psych injury related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding, psych injury were added. Patient demography and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.